Event description:
The customer stated that she had been experiencing high blood glucose levels. The customer reported a blood glucose reading of 503 mg/dl at the time of the call. The customer also reported that the insulin pump alarmed motor error and it had been exposed to MRI scans and x-rays. Troubleshooting was performed and the insulin pump passed the prime, displacement and self tests. The insulin pump did not pass the high pressure test. Advised the customer to discontinue using the insulin pump and revert to a back up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.